Event description:
Same case as MFR #: 2134265-2012-06711. It was reported that during a stenting treatment procedure, an under-expansion of a stent occurred. The patient presented with chest pain and is noted to have ischemia in the anterolateral wall consistent with om ischemia. Access was obtained via the right femoral artery. Angiography identified "severe" restenosis in the left circumflex (lcx) - 1st obtuse marginal (om1) artery. The bifurcated lesions being treated were located in lcx-om1 artery. The lcx and om1 vessel were predilated with a 2.5x10mm non-bsc balloon, inflated twice to 12atm. The physician placed a 2.5x12mm promus element plus stent in the om1 and a 3.0x20mm promus stent in the lcx, using the "mini-crush" technique. The 2.5x12 promus plus element stent was brought back into the mid-lcx and then deployed 16atm. When the 3.0x20mm promus stent was placed into the lm-lcx region "separation of the stent from the stent balloon" in the proximal portion of the stent was identified. The stent was at 16atm. Using the kissing balloon technique, a 2.5x12mm nc quantum balloon was placed in the om1 and a 3.0x12mm nc quantum balloon was placed in the left main (lm)-lcx vessel. Both balloons were sequentially inflated to 16atm. On deflation of the balloons, the 3.0x12mm nc quantum balloon appeared to remain inflated. Manual deflation of the balloon was attempted with and indeflator, 60 cc syringe, non-bsc guide wire, and successful deflation occurred with the indeflator. The patient experienced hemodynamic instability requiring 32 mg of norepinephrine. Kissing balloon inflations were performed with a 3.0x12mm non-bsc balloon in the lm-lcx and a 2.5x12mm non-bsc balloon at 6atm. The ostium of om1 appeared stenotic and was post-dilated with a 3.0x9mm non-bsc balloon at 12atm. Ivus was performed in the lm and the om vessels. The stent appeared under-expanded in the proximal portion and was post-dilated with a 3.5x12mm non-bsc balloon at 16atm and a 4.0x8mm nc quantum balloon at 16atm. Final angiography revealed no evidence of dissection or perforation; there was timi 3 flow and 0% residual stenosis. Medications given included: plavix, asa, clopidogrel, and bivalirudin. The patient was transferred to cardiac step-down in stable condition. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).